Event description:
A customer reported that the insulin gauge on their pump displayed a different amount than expected, showing 13 units instead of the expected 60 units. There was no adverse impact to the customer's blood glucose level. The customer had reused the cartridge, which is labeled as single-use, and after acknowledging this, they opted to load a new cartridge. Technical support guided the customer through the process of filling and loading the new cartridge.